Event description:
It was reported that a revision surgery was performed due to dislocation. The surgeon doesn't think the product failed because the implanted position of the cup was not good. The devices won't be returned for evaluation.